Event description:
No additional information.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation (damaged plunger): five samples were provided to our quality team for investigation. The products were visually inspected, no damage or other defects were identified within any of the syringes. During the decontamination process, traces of dried blood were observed on the syringes, which prevented proper plunger movement. Despite cleaning with virkon and hydrogen peroxide, complete removal of the dried blood was not achieved. To reduce any potential health risks during analysis, it was decided not to proceed with testing the received samples, as residual contamination remained present. A device history review was performed for lot 2504016. No deviations or non-conformances related to any of the reported concerns were identified. Retained samples of lot 2504016 were used for additional evaluation. These samples were thoroughly inspected, no damage or defects were observed and the plungers moved along the barrel without issue. All testing confirmed product met required specification. Products from this manufacturing line are routinely sampled and subjected to visual and functional inspections throughout various stages of production, in accordance with established procedures. No issues were identified during these inspections. At this time, we are unable to determine a definitive root cause based on the available information. Complaints received for this device and reported condition will be monitored by our quality team for signs of emerging trends.

Event description:
It is reported damaged plunger during use. Event description: we have big problems with the white syringes from bd. They draw air, are leaking so that the drug flows out, the plunger falls out and they don't build up pressure. Additional information when did the incident occur? During use was the device being used in/on patient when the issue occurred? Yes, it was being used was patient or user harmed? If yes, please explain no. Can we specify which issue is occurring with material 303172 or are all issues reported, noticed with this device? Unfortunately, no is there any visible damage on any of the devices? No. Can we get more detail related to "don't build up pressure?" Is there an issue when using the product with a pump? There is too much pressure when you use these syringes, its to difficult to use them. That¿s the only feedback I got is the plunger movement difficult? Is it difficult to draw/aspirate fluid? Yes, ist difficult to aspirate.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.